Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became frozen on the lock screen and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared, however the screen became frozen again shortly after. Customer's blood glucose level was not impacted.